Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the device. The technical support specialist (tss) called the customer and reviewed the patient information. Tss confirmed that everything looked correct on their end. The customer verified that the patient and order were now showing on the station. The issue was resolved. The system functioned as intended before the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not crossing over to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.